Event description:
It was reported that during a coronary artery stenting treatment procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in a severely tortuous, and severely calcified portion of the distal right coronary artery. The 1.50x15mm emerge balloon catheter was advanced to the lesion. The balloon was inflated and during the first inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).